Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/14/2020. H.6. Investigation: six open and six sealed 32g x 4mm pen needle samples were returned from lot. No. 9169569 along with 10 sealed 32g x 4mm pen needle samples from lot. No. 8135652, cat. No. 320561. A functionality test and a clog test was carried out on all twelve samples from lot. No. 9169569 and ten samples from lot. No. 8135652 as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 105 box de experienced difficult operation or not working functioning and an inability to deliver insulin/medication. The following information was provided by the initial reporter: needles poorly permeable patient has complained that the needle is not working properly (sees plastic in the package) insulin does not pass well through the pen needle. Update: no contamination. There was an extra plastic package where the used samples were packed in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8135652, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-15, medical device lot #: 9169569, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-18, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 105 box de experienced difficult operation or not working functioning and an inability to deliver insulin/medication. The following information was provided by the initial reporter: needles poorly permeable. Patient has complained that the needle is not working properly (sees plastic in the package) insulin does not pass well through the pen needle. Update: no contamination. There was an extra plastic package where the used samples were packed in.